Event description:
This complaint came to carefusion via a medwatch report number (B)(4): it was reported that the tip of the nerve hook instrument broke off and fell into the patient's heart during surgery. Attempts to find it with a magnet unsuccessful. X-ray of the patient did not reveal where the tip was at. X-ray done of cell saver and heart bypass filters. The tip was found in the cell saver filter. Comment 7/19/2013: this medwatch came with product number nl3185-010, carefusion rhoton hooks all present with a nl37 prefix. It is believed this was an error on part of the facility and the product is indeed our nl3785-010, this complaint reflects that  product number. Writer will attempt to confirm with end user. Additional information received 7/19/2013: it was reported that the device is available for evaluation. Customer is requesting the device be returned after carefusion is done with the evaluation. The patient underwent an x-ray but no other medical intervention was preformed. The procedure was completed as planned. The facility confirmed that the tip was found in the filter of the cell saver. The facility has agreed to email photos of the device and x-rays.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) .